Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes, the device experienced incorrect additive. The following information was provided by the initial reporter. The customer stated: prior concern reported: we noticed that there is no powdery white solution in it.